Event description:
A 59-yr-old male with myeloid metaplasia in transformation to acute leukemia/myelofibrosis who underwent placement of a port and catheter via left subclavian vein 5 days prior, is now admitted for removal of the catheter which has become infected.